Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened, unused surestep foley tray. It was noted that the lube syringe was broken with a missing tip and contained an orange gel characteristic of the lubricant drying. The edges of the syringe tip were noted to be jagged. The break on the lube syringe barrel was out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of the lubricant syringe in the lubricath foley tray was broken. The lubricant within the syringe dried and turned yellow. There were no reports of leakage within the tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the lubricant syringe in the lubricant foley tray was broken. The lubricant within the syringe dried and turned yellow. There were no reports of leakage within the tray.